Manufacturer narrative:
The reported event of no pacing outputs was not confirmed. The device was received with inappropriate lead configuration, consistent with the output issues that reported from the field. Electrical and mechanical tests indicated normal device functionality. Output verification and saline tests were performed with normal results. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During implant, a loss of pacing was observed on the device. The issue was resolved by explanting and replacing the device. The patient was in stable condition.